Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd integra¿ syringe with detachable needle had malfunctioned when the needle failed to retract, but instead ejected outward and fell on the floor. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: one plastic container was received along with an empty package confirmed to be from batch #7177705 (p/n 305274). Inside the container was a loose shield, a loose 21 x 1-1/2 needle and an integra syringe. The syringe was activated with the plunger pushed below the barrel shroud and the stopper at the zero line. The cutter was exposed through the stopper, however the center piece of the stopper was not pushed into the plunger but still visible at the top between the cutter blades. The needle hub was not cut and had no visible cutter marks on it, indicating it did not likely come in contact with the blades. Several unused integra syringes from current production were tested in attempt to recreate the failure to retract and pushing the needle out. The experiments succeeded when the needle was loosely attached, resulting in the same state of the cutter with the center of the stopper visible above the cutter and the needle being pushed out instead of cannula retracting. This state goes against instruction for proper use of this product. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the evaluation performed and the complaint description, it appears that the needle was likely not tightened onto the syringe. This would lead to a loose connection and allow air bubbles to get in. During retraction mechanism activation, this would then likely result in insufficient contact between the cutter and the hub and failure to activate needle retraction. A loosely attached needle may subsequently be pushed out by the tip of the stopper/cutter. The needle must be firmly attached for the cutter to make a solid cut through, which apparently did not occur as the needle hub was likely loose and too far from it. Therefore, the root cause appears to be end user error.

Event description:
It was reported that a bd integra¿ syringe with detachable needle had malfunctioned when the needle failed to retract, but instead ejected outward and fell on the floor. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that a bd integra¿ syringe with detachable needle had malfunctioned when the needle failed to retract, but instead ejected outward and fell on the floor. There was no report of exposure, serious injury or medical intervention.